Manufacturer narrative:
Per phone call: customer stated he was walking in the bathroom and the rear wheel bent and he fell. Customer stated he was not injured, but he is sore. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per phone call: customer stated he was walking in the bathroom and therear wheel bent and he fell. Customer stated he was not injured, but he is sore.